Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. Suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction. The most likely cause of the event is use error leading to suture loop. H11. Corrected data: corrected h6 conclusion code.

Manufacturer narrative:
Device evaluation: customer reports of leaflet immobility and regurgitation were confirmed through observed suture loop. Suture track indentations were observed on the free margins of leaflets 2 and 3 near commissure 3, indicating that the suture was looped around commissure 3. Suture holes were observed around the sewing ring. X-ray demonstrated wireform intact. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of leaflet immobility and regurgitation were confirmed through observed suture loop. Suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require re-intervention or exchange of the device. The cause of the event was due to user technique/procedural factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 27mm mitral pericardial valve was explanted due to leaflet anomaly leading to immobility and severe regurgitation. The issue was observed on postoperative echo when the patient was already decannulated and the patient's chest had been closed. As reported, a damage to the leaflet was suspected by the medical team. Reportedly, tricentrix holder was deployed prior to valve implantation without difficulty and it was removed when all mitral annular sutures were tied. As reported, the valve was not inspected prior use and no marks were observed on the leaflet at explant. Another valve of the same size and model was implanted in replacement. The patient was noted as to be discharged home.